Manufacturer narrative:
(B)(4). S/w ver. 4.10d. (B)(6). Retainer ring = unknown. On (B)(6) 2021 the customer reported a crack on the battery compartment. Pump was received with a missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, missing reservoir tube o-ring. Did not note any cracks in the battery tube or in the battery threads. In summary, the customer¿s report of a crack on the battery compartment was not confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack alongside the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of device.